Manufacturer narrative:
Device is pending investigation - results will be provided in a supplemental medwatch report. Manufacture reference: complaint # (B)(4).

Event description:
Customer reported that the millennium ventilator had an eo3 error message= (control micr0 eeprom/transducer calibration data failure). Issue was discovered during regularly scheduled testing therefore, was not in use with a patient.

Manufacturer narrative:
A supplemental medwatch report is being sent for the evaluation of the back panel and display panel. Customer only returned the back panel and display panel in a plastic wrap and not in a static dissipative esd bag. Quality engineer installed the returned display and back panel into a known good test millennium device, the unit did not display the e03: cm eeprom fail error message as reported initially by the customer. When the unit was powered up the display is not the same as shown in the customer's email for the complaint dated 03/11/19, the display received is the old black and white display. The display in the email is blue and white. The unit was run for 24 hours shut down and re-started and the did not display error "e03: cm eeprom fail!" At any time during the testing. Corrected data is device manufacture date corrected to 06/01/2005- device history record review was performed for the millennium infant ventilator model 20409-1 s.n. (B)(4) was manufactured on 06/01/2005, which indicates that the millennium infant ventilator has been in service for over 14 years. There is no indication that there were any relevant discrepancies during manufacturing. A review of the device history record (DHR) found no non-conformance that could cause or contribute to the reported issue. Manufacture reference: complaint # (B)(4).